Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during renal transplant, the item had a poor staple formation or misfired resulted the vessels to bleed. Accordingly, there was an immediate blood loss of up to 150ml from the renal artery stump and surgical intervention was made to immediately control of the bleeding vessel with grasper followed by application of metal clip(s) to seal the divided blood vessel. There was an increase in the warm ischemic time (extraction time) for the donor kidney (7 minutes - average extraction time 3.5 minutes). Further re-checks was done to ensure adequate hemostasis.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four devices. One reload was partially fired with the interlock engaged. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during renal transplant, the item had poor staple formation resulted the vessels to bleed. The blood loss is up to 150 ml from the renal artery stump and surgical intervention using grasper and metal clips, to seal the bleeding was done. There was an increase in the extraction time for the donor kidney (7 minutes - average extraction time 3.5 minutes). Further re-checks to ensure adequate hemostasis. There was patient injury noted.